Event description:
It was reported on (B)(6), 2014, the insulin pump alarmed button error. Customer was unable to clear the alarm. Customer did not press the button longer then three minutes. Customer uses recommended batteries. Customer was advised to discontinue use and revert to back up plan. Customer's blood glucose was not provided. No further information reported.